Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital after radiation treatment for cancer. The pulse generator exhibited backup vvi operation. After restoring nominal sensor programming, normal device function resumed.